Event description:
It was reported that two syringe 10ml reg pr saline 10ml fill experienced a deformed stopper. The following information was provided by the initial reporter: material no.: 306546 batch no.: 8172883. It was reported that the plunger separated from the black rubber stopper.

Manufacturer narrative:
Investigation: one sample was received. It has residues of dried blood from the luer to the bottom of the rubber stopper. This indicates the syringe was used to draw blood. The plunger rod- rubber stopper separation is 3/32¿, therefore failure mode is verified. The posiflush product is designed to flush the lines, not to drawing blood. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 10ml reg pr saline 10ml fill experienced a deformed stopper. The following information was provided by the initial reporter: material no.: 306546, batch no.: 8172883. It was reported that the plunger separated from the black rubber stopper.